Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from iqvia regarding a patient receiving unknown drug via an implanted pump. It was reported after the pump was implanted the patient never had a single day that was as good as the trial. The patient would request dose increases, weak after week. It was noted the dose got as high as 300 mcg/day, but never got results. After awhile, the pump was turned down and left in. It was noted that the patient developed weakness in the trunk and terrible pain that got worse and worse. The healthcare provider gradually took the medication level way down, finally to zip, and the pump system was removed.